Event description:
It was reported that leakage occurred during use with a unspecified bd infusion device. The following information was provided by the initial reporter, "per email: received a call from cancer center. Today they mixed taxol in a 100 ml baxter bag of fluid for infusion using the phaseal system. The pharmacist called because they had an issue with the pump alarming and shutting off and lots of air bubbles in the tubing. They changed to a different pump and the issue continued. If they removed the tubing from the pump it flowed freely. She thinks their pumps are alaris, but is not completely sure. She would like someone to follow up with her since this has happened more than once and she wants to find out what the issue may be. She wants to make sure they are using the phaseal system correctly. Per phone call: she explained that the sales rep contacted them earlier today and it was determined that the nurse probably did not connect the tubing properly to the pump which caused the alarms and air bubbles. She stated that it was user error/training needed. They used the phaseal infusion adapter, but she did not know the product numbers. She said that she does not expect any further action and does not need a closure letter."

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no product code, lot information, or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a unspecified bd infusion device. The following information was provided by the initial reporter, "per email: received a call from cancer center. Today they mixed taxol in a 100 ml baxter bag of fluid for infusion using the phaseal system. The pharmacist called because they had an issue with the pump alarming and shutting off and lots of air bubbles in the tubing. They changed to a different pump and the issue continued. If they removed the tubing from the pump it flowed freely. She thinks their pumps are alaris, but is not completely sure. She would like someone to follow up with her since this has happened more than once and she wants to find out what the issue may be. She wants to make sure they are using the phaseal system correctly. Per phone call: she explained that the sales rep contacted them earlier today and it was determined that the nurse probably did not connect the tubing properly to the pump which caused the alarms and air bubbles. She stated that it was user error/training needed. They used the phaseal infusion adapter, but she did not know the product numbers. She said that she does not expect any further action and does not need a closure letter."